Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that patient presented to the hospital after receiving a vibratory alert. Interrogation showed far p wave oversensing. Device was reprogrammed and remains implanted.